Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: (B)(4). "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling) device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) included in the labeling for saline breast implants.

Event description:
Healthcare professional reports a case of alcl and seroma. According to the case notes provided, the pt was an augmentation pt implanted in 2002. The pt presented to the office with complaints of swollen tender left breast. The pt also had an ultrasound done that confirmed a seroma. Explant surgery took place on (B)(6) 2011 bilaterally at which time the diagnosis was made on the left side. The devices that were removed were mcghan saline filled textured 390 cc implant. The pt has seen an oncologist, but treatment has not been scheduled at this time. A pet scan has been discussed, but not carried out as of this date.

Manufacturer narrative:
This report reflects supplemental medwatch #3. The initial medwatch, supplemental medwatch #1, and supplemental medwatch #2 were submitted prior to emdr. A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was seroma.

Event description:
Regulatory affairs later reported the patient experienced pain.